Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump¿s wake button was unresponsive after the battery depleted, and the user was attempting to charge the device with a non-ilet charging pad. Symptoms included inability to activate the pump via the wake button. Outcomes included no reported alarms, no adverse clinical effects, and no medical intervention. Investigation included customer education and troubleshooting over the phone, including guidance that the wake button will not function until the device regains sufficient charge and that third-party chargers might not charge effectively. Investigation of this case revealed that the device behavior was consistent with expected operation when the battery is depleted and that use of an off-brand charger could result in inadequate charging performance. It was concluded, based on previously established findings for similar reports, that the cause was user-related use of a non-recommended charger combined with normal device behavior following a fully depleted battery.